Event description:
A report was received that the patient was having charging difficulties after not using the system for over 18 months due to pregnancy. The patient underwent an ipg replacement. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having charging difficulties after not using the system for over 18 months due to pregnancy. The patient underwent an ipg replacement. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding frequent charging of the ipg was not verified. The device was fully charged in two cycles from its hibernation state without any trouble. No premature battery depletion was evident in the patient's profile. The ipg exhibited normal device characteristics.